Event description:
It was reported that the external pulse generator had a self-test failure. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was broken, two side bail covers were broken and contaminated, the ring cover was contaminated, the battery contacts were compressed and the battery drawer was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.